Manufacturer narrative:
Exact date unknown, event occurred months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 18183704/18183704.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were not returned.